Manufacturer narrative:
Based on feedback from spiration's medical monitors, who both concluded that even if the anchor pieces remained in the patient, it would be unlikely to lead to a serious adverse event. This event was originally determined to be non-MDR reportable. It was however reported in spiration's 2016 annual report to (B)(4). On august 1, 2017, in response to spiration's annual report (reference (B)(4)) the FDA indicated that they thought that a valve fracture should be reported as an MDR. Spiration has agreed to report this occurrence as well as any others that may occur in the future.

Event description:
Two valve anchors were separated from the valve - after removing valve, and upon examining the airway, physician noted two anchors remaining in the patient. He removed the anchors; there were no adverse events.